Event description:
Patient was implanted with 4.5mm va-lcp curved condylar plate and screw construct on (B)(6) 2012 for periprosthetic distal femur fracture around a total knee implant. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. X-rays confirmed four (4) 5.0mm va locking screws backed out of the plate and one of the 5.0mm va locking screws migrated through the most anterior distal end of the plate. Surgeon removed all hardware and revised patient to a distal femur condylar plate construct. Reportedly, patient was non-compliant. This is the 4th of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.